Event description:
It was reported the pump was implanted, but the hcp was unable to close the pocket. The pump was too large. The pump was removed. The pt has since been implanted with a replacement pump. No pt info was provided.

Manufacturer narrative:
Results: used for pt's physiological size not compatible with device size. Final device analysis results indicated_no anomaly found - normal device function.